Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (20 mg/ml at 3.758 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that a pump alarm was heard on (B)(6) 2017. The patient heard the pump alarming. Telemetry confirmed a critical alarm was occurring. The pump logs were checked and indicated safe state occurred on (B)(6) 2017 at 1019. The patient¿s dose had reverted to 0.123 mg/day. There were no reset or low battery messages confirmed via the event logs. The critical alarm interval was programmed to every hour. The patient had a gradual onset of increased pain that began on (B)(6) 2017. The patient thought he may have twisted his body to cause the pain, but then the pain increased and the patient was dizzy with nausea almost like he was going through withdrawal. It was reported that the patient was at home at the time of the safe state; however, it was also reported that the patient had been in the doctor¿s office where they changed the patient¿s oral medication when the safe state occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.